Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported while trying to recharge their ins, they noticed the ins battery was rapidly draining instead of charging. Patient said they would start charging the ins at 80% and it would fall to 40%. Agent suspected the charge levels were actually for the wireless recharger, but the patient insisted they were for the ins. Patient said they would charge the wr back up, then start charging the ins again. Patient confirmed issue began in the past week. Agent documented information and advised patient to monitor and see mdt reps to inspect ins battery function if the issue persisted.

Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.